Manufacturer narrative:
(B)(4).

Event description:
Procedure type: small bowel resection. According to the reporter: patient was undergoing exploratory laparotomy, extensive enterolysis of adhesions, small bowel resection with anastomosis. Per the surgeons, the lds stapler was slow to staple and would not release. Additional information: the device was pried off. No reinforcement was used. Last known patient status was with no adverse circumstances, there was nominal tissue loss. Blood loss of 500cc or more due to the product problem? No blood loss was associated to this event a. Did any additional blood loss resulting from this product problem require a blood transfusion? 8. Was surgical time extended by more than 30 minutes due to the product problem? Surgery time was not extended more than 30 minutes a. Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?)